Event description:
It was reported that the patient was dropped due to the tracks' frame not locking in the outward position. However, upon evaluation, no defect was found with the unit. There was patient involvement, however no adverse consequence or clinically relevant delay in treatment was reported.